Event description:
Boston scientific received information that over the course of the past year this right ventricular (rv) lead displayed unpredictable pacing thresholds. During a routine device check, intermittent loss of ventricular capture was also noted at maximum outputs. High, out of range pacing impedances were also observed. There was no evidence of noise. Technical services suggested performing isometrics and pocket manipulations to evaluate the lead. A request for additional information has been made. At this time, evidence suggests that the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that a revision procedure was performed. The lead was cut, capped and replaced. There were no adverse patient effects reported.